Manufacturer narrative:
A pd investigation summary was performed. The investigation of the complaint articles has shown that: device was used for treatment, not diagnosis. The devices were returned and reported to have broken during surgery inside the patient. This condition is confirmed; all four prongs of the flexible shaft have broken off, the reamer head is missing a large chunk from the proximal portion of the device, and the tip of the reaming rod was returned having broken approximately 45mm from the distal tip. It is likely that the reaming assembly encountered significant resistance while reaming in addition to numerous years of use leading to this complaint condition. The 352.085 reamer head was manufactured in 8/2005 and is over nine years old. The 352.040 was manufactured in 10/2012 and is over two years old. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The complaint condition for the 352.040 lot number 8113661 5.0mm flexible shaft, 352.085 lot number 2143090 medullary reamer head, and 2.5mm reaming rod with ball tip was likely caused by years of use and possibly due to resistance encountered while reaming; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamer tip and shaft broke off inside the patient. A small part of the 8.5mm reamer head tip broke off in the tibia with a portion of the reaming rod tip. There was no delay in the procedure. The patient outcome was reported as successful. This report is for an unknown reaming rod. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). This report is for an unknown reaming rod/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.